Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was empty; however, the customer was unsure if this occurred due to normal insulin usage. A supply change was performed and insulin delivery was resumed. The customer's blood glucose level was 230 mg/dl.